Event description:
It was reported that during patient infusion of midazolam 15mg with an unknown spectrum pump, the patient dose was not delivered. The flow rate was 900 ml/hr. It was further reported that the pump showed delivery of the medication; however, the patient did not receive the intended dose two times. A secondary medication was delivered to stabilize the patient, specified as ¿control¿ the symptoms. No additional information is available.

Manufacturer narrative:
The reported product is an unknown spectrum infusion pump. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A definitive cause cannot be determined with the information provided, however the problem description may potentially related to fa 2021-056, which is associated with reinforcing proper IV line setup and detection of upstream occlusions for spectrum pumps, which can cause under-infusions. Should additional relevant information become available, a supplemental report will be submitted.